Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty in draining water from the foley catheter during pre-test.

Event description:
It was reported that there was difficulty in draining water from the foley catheter during pre-test.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Photo sample evaluations: received (4) photo samples. Visual evaluation of the photo samples of temp sensing foley catheter with syringe. The second photo shows partially deflated catheter. Verified material tray # 29030j14 with lot # mykr0242 and material number for catheter 119314 and manufacturing lot number ngjy4785. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4785. Visual inspection noted the catheter balloon was partly inflated. Using the returned syringe 4 ml of solution was passively withdrawn from the balloon. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter was allowed to rest with no observed leaks. However, asymmetric balloon was observed with balloon concentricity with 10:90. The balloon 10ml was deflated in 46 sec with no cuffing was noted. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. The complete initial reporter's facility name is (B)(6) hospital. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.